Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had always had pain, but that it was managed pretty well with the device; however, in the last 3-4 days, the patient had started to have more pain. The pain was located on the left side of the back out towards the hip and down the outside of the left leg. The patient had both a group a and group b, with three programs in a and one program in b, which was the program the patient had been using. The patient tried every program, tried increase stimulation on each one, and when the patient turned stimulation up, the patient had spasms on the left side in the rib cage. The patient was directed to contact his physician about getting reprogramming of the device. Additional information received from the patient on (B)(6) 2013 reported that ¿some¿ of the patients were helped. The patient received help on left lumbar, nothing on right. Two weeks later, it was reported that the patient was still having concerns with their device or therapy. The patient reportedly still did not have help on right lumbar, but was going to receive assistance on (B)(6) 2013. It was stated that the patient had adjustments twice, with plenty help for left lumbar but no help for right lumbar. It was noted that the ¿feeling¿ was that the unit was place too far left of center on spinal column. Additional information was received from the patient on 2017-jun-19. It was reported that the patient had a lead replaced because it had shifted sideways but now the system was working great. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.